Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda was due to challenging patient anatomy (a thick anterior leaflet with a challenging flail, a restricted and thin posterior leaflet, a cleft on the posterior leaflet, and a major leak on the posterior leaflet). The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to reported a single leaflet device attachment (slda), requiring surgical intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. The patient presented with a prolapsed anterior leaflet, thick anterior leaflet, large flail on the anterior leaflet, restriction on a thin posterior leaflet, tethered posterior leaflet, and cleft between p2 and p1. The first clip was implanted with no reported issue. Another clip was placed on the mitral valve. After deployment of the second clip, a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet. Mr was reduced to grade 3. In the physician¿s opinion, the slda was due to patient¿s anatomy. The patient was transferred to surgery. No additional information was provided.